Event description:
It was reported that the device was used during a hand assisted right colectomy. It was reported that the disk ripped during the procedure. A second device was inserted and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Evaluation summary: one ld111 was returned and was noted to have the iris valve torn. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us.